Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention, seizure and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels dropped as low as 20 mg/dl while wearing the pod. The patient had a seizure at home and glucagon was administered by her spouse. Paramedics were also called but patient was unwilling to provide further details beyond the details already mentioned. The patient's blood glucose and insulin history are as follows: (B)(6).